Event description:
Event description guidant received information that the pacing rate of this pacemaker decreased to 40 bpm with no hysteresis and this patient experienced syncope. The cause of the syncope was undetermined. However, this pacemaker was explanted and returned for analysis.